Event description:
(B)(4) report rec'd received concerning leakage issues were 20130-01 spinning spiros connectors were in use. The (B)(4) report describes the events as follows: "nurses have encountered their pts cyclosporine does has been leaking... Noted cracks in the spinning spiros connection piece that is attached to the syringe. The pharmacy has been drawing up these chemotherapy doses". Although requested add'l. Device set-up; storage conditions; usage and drug formulation/strength info was requested, there has been no responses from the facility. (B)(4).

Manufacturer narrative:
MFR's investigation: a review of the mfg lot build database for the two potential 20130-01 lot# 39-959-sj (mfg date 03/2014) showed (B)(4) units and lot# 38-498-sj (mfg 03/2014) also showed (B)(4) units were all mfg, tested, inspected and released. There were no exception documents generated during the lot builds. Device return: a total of (B)(4) packaged 20130-01 devices from the two potential lot# were returned for analysis and investigation. The returned samples were pressure leak tested per the applicable performance spec. The results recorded the 20130-01 spinning spiros connectors met activated and unactivated pressure leak testing per the prod performance spec. There were no attachment, leakage issues replicated with any of the samples tested. Findings: the involved 20130-01 spinning spiros connector was discarded. Packaged/unused samples from two potential lots were tested. The returned samples met the performance spec.